Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to readings obtained on the hcp meter. Customer reported receiving readings of "lo" (readings lower than 40 mg/dl) on the sensor scan compared to readings of 70 mg/dl and 163 mg/dl respectively obtained on hcp meter within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to readings obtained on the hcp meter. Customer reported receiving readings of "lo" (readings lower than 40 mg/dl) on the sensor scan compared to readings of 70 mg/dl and 163 mg/dl respectively obtained on hcp meter within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.